Event description:
It was reported that the patient's implantable cardioverter defibrillator (ICD) exhibited oversensing. No intervention was performed, and the patient was stable.

Manufacturer narrative:
Correction: upon review and clarification by technical services, the implantable cardioverter defibrillator should not have been submitted as a medical device report (MDR) as the event did not indicate a malfunction or caused a serious event.